Event description:
It was reported by the customer that they are returning their unit to elsg for service. Description of failure: the green cable is cut. The sthc1 gives an error message "green cable is defective. And the rotation knob does not work and needs to be changed. No further info is available. No reported pt consequence.